Manufacturer narrative:
The cause for the discordant troponin ultra result is unk. The customer suspects sample handling was the issue. The customer declined service - no further action taken. The instrument is performing within specs. No further eval of the device is required.

Event description:
A discordant advia centaur xp troponin ultra result was obtained for a pt sample. Testing was repeated and the result was lower. A corrected report was issued. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra results.